Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was not duplicated. As a result of checking of the subject device, it was found that there was a trace of a chemical liquid inside the video connector socket. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the temporal communication failure between the subject device and the endoscope due to the chemical liquid on the electrical contact of the endoscope, and it was attributed to the insufficient drying of the endoscope after the reprocessing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during preparation for the unspecified procedure, when an unspecified endoscope connected to the subject device, the endoscopic image disappeared. The user facility confirmed that the signal was not output from the dvi terminal of the subject device. Then, when the user facility replaced the endoscope to an other unspecified endoscope, the subject device was restarted. Therefore, the procedure was performed using the subject device with the other device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.